Event description:
The customer reported that foam tip plunger overrode and tore the trailing haptic of the +22.0 diopter cc4204a collamer single piece lens as it was inserted into the eye. The lens was removed and replaced without any injury to the patient. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; device damaged by another device. Evaluation results: visual inspection of the returned product showed tears in the optic and one haptic and a half was torn off and missing. There was a reddish residue on the lens. (B)(4).